Manufacturer narrative:
The device was not returned for evaluation. Attempts have been made to contact the doctor. The cause for the break is unknown as there is no information on the event at this time.

Event description:
While reporting a failure via email the distributor reported the following, "he's been using the tenex device for a couple years now, and has only had one other occasion where the needle broke (on a tx1), but it was intraop so he removed it immediately." See MFR 3009750704-2017-00107 for the other needle break failure referenced in the above sentence.